Event description:
During a remote follow-up, far field r-wave oversensing was observed on the device. Abbott technical support was recommended reprogramming to resolve the event, however, no intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
During a remote follow-up, far field r-wave oversensing was observed on the device. Abbott technical support was recommended reprogramming to resolve the event, however, no intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.